Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family member reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 350 mg/dl, 470 mg/dl and 425 mg/dl at time of incident. Customer does not used auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection, pens that have nova log and insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.